Event description:
As reported, a 5f mynx control vascular closure device (vcd) split/cracked at the tip of it while inserting into sheath. There was no reported patient injury. Additional information was requested but not provided. The vcd was being used in an aortogram with extremity runoff. The device is being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) split/cracked at the tip of it while inserting into sheath. There was no reported patient injury. Additional information was requested but not provided. The vcd was being used in an aortogram with extremity runoff. The device is being returned for evaluation. Addendum: on product evaluation, a premature exposure of the sealant was observed.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) split/cracked at the tip of it while inserting into sheath. There was no reported patient injury. Additional information was requested but not provided. The vcd was being used in an aortogram with extremity runoff. One non-sterile 5f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection revealed that button 1 and button 2 were not depressed. The stopcock was found in the open position, and no syringe was attached to the unit. The sealant was present in its manufactured position but was partially exposed. The sealant sleeves exhibited frayed/split/torn conditions. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, and the core wire was present. Premature exposure of the sealant resulted from the observed condition of the sealant sleeves during this analysis. Per dimensional analysis, the catheter working length was verified and found to be within the defined specification. The measurement was taken using a calibrated ruler. Due to the frayed/split/torn condition of the sealant sleeves, the slit length measurement could not be performed. Per functional analysis, a simulated deployment test was conducted to evaluate unit¿s functionality. The device performed as expected, successfully deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. A high magnification evaluation was performed to assess the atraumatic tip. No abnormal conditions were observed during this analysis. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not observed through analysis of the returned device; however, there was a frayed/split/torn condition of the sealant sleeves noted, which may have been the condition experienced by the customer. Additionally, a condition was noted of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sealant sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the frayed/split/torn condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.